Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A 510k is not included in this report as the product code is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center wanting to end therapy during dwell 1 of 4 on the homechoice (hc) machine. The home patient (hp) had fallen and had to cut the patient line to get back up on his wheelchair. The technical service representative (tsr) assisted the home patient (hp) to end therapy on the machine. The tsr had the hp cycle power to end of therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated sometimes he runs over the tubing while in the wheelchair and it gets tangled on the axel. He is usually able to untangle it but this time he had to cut the tubing. The patient could not remember how therapy was finished that day. Since the event there have been no issues and therapy has continued. There was no patient injury or medical intervention reported.